Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils were not visualized"), pregnancy with contraceptive device ("she was pregnant/ still birth") and stillbirth ("still birth") in a 28-year-old female patient (gravida 8, para 6) who had essure (batch no. 959213) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included miscarriage. Previously administered products included for an unreported indication: depo-provera from (B)(6)2012 to (B)(6) 2013. In 2012, the patient experienced abdominal pain ("severe abdominal pain"). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, 1 month 3 days after insertion of essure, the patient experienced weight increased ("weight gain/ weight fluctuation 45 pounds"). In 2013, the patient experienced back pain ("severe back pain"). On (B)(6)2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary infection"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). On (B)(6)2014, the patient experienced stillbirth (seriousness criterion medically significant) and premature labour ("preterm labour"). On (B)(6)2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6)2016, the patient experienced pelvic adhesions ("adhesions of the anterior uterine wall to the anterior abdominal wall"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, weight fluctuation ("weight fluctuations") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed. At the time of the report, the device dislocation, pregnancy with contraceptive device, stillbirth, urinary tract infection, migraine, headache, pelvic pain, vaginal discharge, weight increased, pelvic adhesions, abdominal pain and premature labour outcome was unknown and the back pain and weight fluctuation had not resolved. The pregnancy outcome was reported as stillbirth. The caesarean delivery occurred on (B)(6)2014. The reporter considered abdominal pain, back pain, device dislocation, headache, migraine, pelvic adhesions, pelvic pain, pregnancy with contraceptive device, premature labour, stillbirth, urinary tract infection, vaginal discharge, weight fluctuation and weight increased to be related to essure. The reporter commented: following the procedure,essure coils were not removed because they were not visualized during the salipingectomy. The plaintiff experienced two previous pregnancy episodes on an unspecified date captured under the cases 2018-067660 and 2018-067663. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 102.041 kgs. Ultrasound scan - in 2013: essure were not visualized current weight was 200 lbs. Most recent follow-up information incorporated above includes: on (B)(6)2018: reporters added case become medically confirmed. Historical drug, historical condition, laboratory test treatment drug were added. Added suspect drug indication and lot number. Added events infection (bladder/ urinary tract/vaginal) type: urinary infection, migraines / headaches, pain, vaginal discharge, weight gain, other injury(ies) or complication (s) please describe: adhesions of the anterior uterine wall to the anterior abdominal wall, still birth and preterm labour. On (B)(6)2016, she explanted essure. Updated event. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils were not visualized"), pregnancy with contraceptive device ("she was pregnant/ still birth") and stillbirth ("still birth") in a 28-year-old female patient (gravida 8, para 6) who had essure (batch no. 969213) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included miscarriage and cesarean section. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included paraesthesia hand since (B)(6) 2015, uterine prolapse since (B)(6) 2015, shortened cervix, gonorrhea since (B)(6) 2016, nerve pain since (B)(6) 2016, headache since (B)(6) 2016, seizures, infection since (B)(6) 2016, weakness since (B)(6) 2016, numbness since (B)(6) 2016 and gravida. Concomitant products included anesthetics, general. In 2012, the patient experienced abdominal pain ("severe abdominal pain"). On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, 1 month 3 days after insertion of essure, the patient experienced weight increased ("weight gain/ weight fluctuation 45 pounds"). In 2013, the patient experienced back pain ("severe back pain"). On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary infection"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced stillbirth (seriousness criterion medically significant) and premature labour ("preterm labour"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced pelvic adhesions ("adhesions of the anterior uterine wall to the anterior abdominal wall"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, weight fluctuation ("weight fluctuations") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, stillbirth, urinary tract infection, migraine, headache, pelvic pain, vaginal discharge, weight increased, pelvic adhesions, abdominal pain, premature labour and dysmenorrhoea outcome was unknown and the back pain and weight fluctuation had not resolved. The pregnancy outcome was reported as stillbirth. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, headache, migraine, pelvic adhesions, pelvic pain, pregnancy with contraceptive device, premature labour, stillbirth, urinary tract infection, vaginal discharge, weight fluctuation and weight increased to be related to essure. The reporter commented: following the procedure,essure coils were not removed because they were not visualized during the salpingectomy. The plaintiff experienced a second episode of pregnancy on case# (B)(4) . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 102.041 kgs. Ultrasound scan - in 2013: essure were not visualized current weight was 200 lbs. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils were not visualized"), pregnancy with contraceptive device ("she was pregnant/ still birth") and stillbirth ("still birth") in a 28-year-old female patient (gravida 8, para 6) who had essure (batch no. 959213) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included miscarriage and cesarean section. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included paraesthesia hand since (B)(6) 2015, uterine prolapse since (B)(6) 2015, shortened cervix, gonorrhea since (B)(6) 2016, nerve pain since (B)(6) 2016, headache since (B)(6) 2016, seizures, infection since (B)(6) 2016, weakness since (B)(6) 2016, numbness since (B)(6) 2016 and gravida. Concomitant products included anesthetics, general. In 2012, the patient experienced abdominal pain ("severe abdominal pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, 1 month 3 days after insertion of essure, the patient experienced weight increased ("weight gain/ weight fluctuation 45 pounds"). In 2013, the patient experienced back pain ("severe back pain"). On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary infection"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced stillbirth (seriousness criterion medically significant) and premature labour ("preterm labour"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced pelvic adhesions ("adhesions of the anterior uterine wall to the anterior abdominal wall"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, weight fluctuation ("weight fluctuations") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, stillbirth, urinary tract infection, migraine, headache, pelvic pain, vaginal discharge, weight increased, pelvic adhesions, abdominal pain, premature labour and dysmenorrhoea outcome was unknown and the back pain and weight fluctuation had not resolved. The pregnancy outcome was reported as stillbirth. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, headache, migraine, pelvic adhesions, pelvic pain, pregnancy with contraceptive device, premature labour, stillbirth, urinary tract infection, vaginal discharge, weight fluctuation and weight increased to be related to essure. The reporter commented: following the procedure,essure coils were not removed because they were not visualized during the "salpingectomy". The plaintiff experienced two previous pregnancy episodes on an unspecified date captured under the cases (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 102.041 kgs. Ultrasound scan - in 2013: essure were not visualized current weight was 200 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs - dysmenorrhea (cramping) added as event. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils were not visualized"), pregnancy with contraceptive device ("she was pregnant/ still birth") and stillbirth ("still birth") in a 28-year-old female patient (gravida 8, para 6) who had essure (batch no. 969213- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included miscarriage and cesarean section. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included paraesthesia hand since (B)(6) 2015, uterine prolapse since (B)(6) 2015, shortened cervix, gonorrhea since (B)(6) 2016, nerve pain since (B)(6) 2016, headache since (B)(6) 2016, seizures, infection since (B)(6) 2016, weakness since (B)(6) 2016, numbness since (B)(6) 2016 and gravida. Concomitant products included anesthetics, general. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain ("severe abdominal pain"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, 1 month 3 days after insertion of essure, the patient experienced weight increased ("weight gain/ weight fluctuation 45 pounds"). In 2013, the patient experienced back pain ("severe back pain"). On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary infection"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced stillbirth (seriousness criterion medically significant) and premature labour ("preterm labour"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced pelvic adhesions ("adhesions of the anterior uterine wall to the anterior abdominal wall"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, weight fluctuation ("weight fluctuations") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, stillbirth, urinary tract infection, migraine, headache, pelvic pain, vaginal discharge, weight increased, pelvic adhesions, abdominal pain, premature labour and dysmenorrhoea outcome was unknown and the back pain and weight fluctuation had not resolved. The pregnancy outcome was reported as stillbirth. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, headache, migraine, pelvic adhesions, pelvic pain, pregnancy with contraceptive device, premature labour, stillbirth, urinary tract infection, vaginal discharge, weight fluctuation and weight increased to be related to essure. The reporter commented: following the procedure,essure coils were not removed because they were not visualized during the salpingectomy. The plaintiff experienced a second episode of pregnancy on case# (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 102.041 kgs. Ultrasound scan - in 2013: essure were not visualized. Current weight was 200 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils were not visualized"), pregnancy with contraceptive device ("she was pregnant/ still birth") and stillbirth ("still birth") in a 28-year-old female patient (gravida 8, para 6) who had essure (batch no. 969213) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective, failure to occlude (close) fallopian tube(s)" and device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's past medical history included miscarriage and cesarean section. Previously administered products included for an unreported indication: depo-provera from 8-aug-2012 to 8-feb-2013. Concurrent conditions included paraesthesia hand since(B)(6) 2015, uterine prolapse since (B)(6) 2015, shortened cervix, gonorrhea since (B)(6) 2016, nerve pain since (B)(6) 2016, headache since (B)(6) 2016, seizures, infection since (B)(6) 2016, weakness since (B)(6) 2016, numbness since (B)(6) 2016 and gravida. Concomitant products included anesthetics, general. In 2012, the patient experienced abdominal pain ("severe abdominal pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, 1 month 3 days after insertion of essure, the patient experienced weight increased ("weight gain/ weight fluctuation 45 pounds"). In 2013, the patient experienced back pain ("severe back pain"). On (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary infection"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced stillbirth (seriousness criterion medically significant) and premature labour ("preterm labour"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2016, the patient experienced pelvic adhesions ("adhesions of the anterior uterine wall to the anterior abdominal wall"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, weight fluctuation ("weight fluctuations") and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, stillbirth, urinary tract infection, migraine, headache, pelvic pain, vaginal discharge, weight increased, pelvic adhesions, abdominal pain, premature labour and dysmenorrhoea outcome was unknown and the back pain and weight fluctuation had not resolved. The pregnancy outcome was reported as stillbirth. The caesarean delivery occurred on (B)(6) 2014. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, headache, migraine, pelvic adhesions, pelvic pain, pregnancy with contraceptive device, premature labour, stillbirth, urinary tract infection, vaginal discharge, weight fluctuation and weight increased to be related to essure. The reporter commented: following the procedure,essure coils were not removed because they were not visualized during the salipingectomy. The plaintiff experienced two previous pregnancy episodes on an unspecified date captured under the cases(B)(4) . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 102.041 kgs. Ultrasound scan - in 2013: essure were not visualized. Current weight was 200 lbs. Most recent follow-up information incorporated above includes: on 7-jun-2018: medical record received. Lot number updated. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, pregnancy with contraceptive device (seriousness criterion medically significant), back pain ("severe back pain") and weight fluctuation ("weight fluctuations"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2016, underwent a bilateral partial salpingectomy). Essure treatment was not changed. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown and the back pain and weight fluctuation had not resolved. The pregnancy outcome was not reported. The reporter considered back pain, device dislocation, pregnancy with contraceptive device and weight fluctuation to be related to essure. The reporter commented: following the procedure,essure coils were not removed because they were not visualized during the salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan in 2013: essure were not visualized. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.